Event description:
The pt was seen for keratitis and inflammation of the cornea. The doctor confirmed the pt has iritis in both eyes and has been receiving treatment for the last few months. The flare was minimal of 1+, but had recurrent episodes. This is being filed as iritis.

Manufacturer narrative:
This is being reported as iritis. The manufacturer report number was reported incorrectly as 2640128-2011-00075.